Event description:
It was reported that during an advance xp implant surgery, one of the sling arms broke. Additional information received indicated that during the bulbar urethra positioning, the device broke in the right arm and the corresponding anchor did not fix in the patient. The sling broke during traction while the physician was pulling out the cover of the mesh. No excessive tensioning was done while positioning the sling. The surgery was completed using the same sling. The patient was reported to e in excellent condition.